Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated the device shows physical damage as crack on the insulin pump. Customer failed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = blackcustomer returned insulin pump for alleged blank display, moisture damage, and cosmetic damage located on the battery compartment found on (B)(6)2021. Device was received with a blank display due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download the trace and history files using thus due to blank display. Device was cut open for visual inspection. Pcba 1 and pcba 2 were cleaned with isopropyl alcohol with no effect. A test pcba 1 and then a test pcba 2 were swapped out and blank display remained. Moisture damage was also found on the motor and force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and cracked battery compartment. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Cosmetic damage on the battery compartment is confirmed.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.